Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The current diameter of the proximal aortic neck is 25-32mm. It was reported that on an unknown date, it was observed that the bifurcate had migrated 3cm with the presence of a proximal type I endoleak. The physician stated the cause of the migration leading to the type I endoleak was due to disease progression; neck dilatation. A secondary intervention was performed. An endurant aui, limb extension and plug was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).